Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with an unspecified mentor saline implant, suffered breast capsular contracture (baker grade unknown) on an unspecified breast, post-procedure. As a result, the patient underwent bilateral removal and replacement with two mentor gel implants on (B)(6) 2017.